Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a transurethral resection of prostate procedure, it was discovered that the entire loop section of wire had burned up completely and disintegrated during use. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU) and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During a transurethral resection of prostate procedure, it was discovered that the entire loop section of wire had burned up completely and disintegrated during use. The patient did not experience any adverse effects due to this occurrence.